Manufacturer narrative:
Evaluation summary: the handpiece has not been returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The lens were returned. The reported complaint for broken haptic was observed. No cartridge was returned for evaluation. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. Lens returned in three (3) pieces in a #78 (iw) lens case. Solution is dried on the lens. One haptic is bent at the gusset area due to condition of returned sample. The other haptic is broken/torn and is returned. The optic is torn/split (possibly cut). No cartridge was returned for evaluation. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an unapproved lens/cartridge combination and viscoelastic. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery the haptic broke after use of the lens. Surgeon saw that the haptic was torn off after he implanted the lens. Immediately, during the same surgery, he cut the lens in three pieces and took it out. The pt had a capsular rupture with vitreous body prolapse. An anterior vitrectomy was performed and the surgeon implanted the replacement lens into the sulcus without any further problem. The pt had a corneal edema after the surgery which resolved in two to three days. The surgeon reported the pt is fine now. The surgeon was unsure if this problem was caused by the lens or the handpiece. However, he also could not exclude user error. Additional information was received informing that after screwing in with the handpiece into the anterior chamber it could not be seen that the upper haptic was torn off. The incision was enlarged to approximately 3.2 mm and the iol was removed and replaced by a new iol. The surgeon reported the event resolved following the lens exchange.